Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (service code 204, abnormal shutdowns) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was intermittently connecting to a monitor. The cause for the service code and the abnormal shutdowns was the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and was experiencing abnormal shutdowns.